Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro broke. The hospital did not report any patient effects. Additional information: when preparing for a case, they noticed the cautery wires separated from the jaws and twisted so they decided not to use and reported it.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed and twisted away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the complaint was confirmed for the reported failure mode "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro broke. The hospital did not report any patient effects. Additional information: when preparing for a case, they noticed the cautery wires separated from the jaws and twisted so they decided not to use and reported it.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro broke. The hospital did not report any patient effects.